Manufacturer narrative:
Concomitant medical product: 4592-45 lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead demonstrated oversensing on stored electrograms (egm) and was observed with lead warning for low impedance. The lead remains in use. It was reported that there was no egms / markers available for rate drop response episodes stored in the implantable pulse generator (ipg). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.